Event description:
The customer reported that the device stopped sealing during a laparoscopic lesion excision of the uterus, even though the initial seals were successful. An activation tone was heard but it is unk if an end tone or regrasp alarm were heard. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.